Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/25/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/14/2015 with the following findings: during investigation, a review of the pump¿s black box showed evidence of loss of prime (cs162) warnings due to low non-zero force. During testing, the ez-prime steps were performed successfully with no loss of prime warnings or alarms occurring. The pump performed within specifications. The loss of prime issue was shown in the pump history but was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).